Event description:
Contact reported that a patient had pain eight weeks post-op. Examination taht included an "MRI" revealed that the distal mitek rigid fix pin was proud 4-5mm out of the tibial cortex. The surgeon revisited the op-site to remove the pin completely. As surgical intervention occurred as a result of this situation an MDR is being filed to document this event.